Manufacturer narrative:
Follow-up #1: date of submission 07/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/21/2016 with the following findings: review of the black box data and pump history revealed the last basal delivery was recorded on (B)(6) 2016, the last continuous glucose monitoring (cgm) use and warning of ¿call service (cs) alarm 206¿ was recorded on (B)(6) 2014. The ¿cs206¿ warning is defined as ¿pump and sensor/transmitter are not within 12 feet of each other.¿ a test transmitter was paired with the pump correctly. The blood glucose calibration of 120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No ¿cs206¿ warning or any error, alarm or warning occurred during the investigation. Investigation did not duplicate the ¿cs206¿ complaint. The pump¿s cover was removed for further investigation; no intermittent condition was found to the cgm module or to the printed circuit board. Unrelated to the original complaint, the display screen contrast was dim and reddish and the battery compartment was cracked at the threads through the grip pad. (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue; the pump was reported to be "out of service." This complaint is being reported because the patient reportedly was unable to use the insulin pump for insulin delivery due to an undefined malfunction issue. Animas customer technical support requested additional information regarding this allegation; however, the reporter stated that no further information was available. There was no indication that the product caused or contributed to an adverse event.